Event description:
The customer reported that the system arced and locked up. This resulted in a temporary loss of imaging functionality. This could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cables was cleared and greased during the service call. The system was tested and found to be working as intended and put back into service.